Event description:
It was reported that a malfunction with code malf 12 occurred. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, although the process was not completed immediately because the customer was unavailable at that moment and planned to call back to finish the reset.